Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that a few months post implant twos (t-wave oversensing) was observed on the remote transmission for the right ventricular lead. The lead's sensitivity was adjusted and the lead remains in use. No patient complications have been reported as a result of this event.